Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 2:00 a.m., the patient received an alert on her continuous glucose monitor (cgm). She did not check the alert and returned to sleep; therefore, the nature of the alert is unknown. Upon waking later that morning, the patient reported feeling thirsty, hot, and experiencing shoulder blade pain, weakness, and shortness of breath. At that time, her cgm displayed a ¿sensor failed¿ message. The patient stated that following the sensor failure, her betabionics ilet insulin pump stopped dosing insulin. She obtained a blood glucose (bg) reading via her meter, which displayed high mg/dl. The patient self-administered 5 units of insulin using her insulin pump; however, her symptoms did not improve, and she subsequently sought evaluation in the emergency room (ER). At approximately 2:00 p.m. In the ER, the patient¿s bg meter reading was 389 mg/dl, and bloodwork revealed a serum glucose level of 467 mg/dl. She was treated with IV insulin and IV fluids and was discharged home later the same day. At the time of the report, the patient stated she was ¿fine.¿ performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be prolonged data blanking. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.